Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The door covers were found to be misaligned. The covers were realigned and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry is not closing.